Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead did not capture and exhibited high impedance during the implant procedure. It was also noted there was noise in the egm. A new lead was subsequently used and implanted without issue. There was no patient complication reported as result of this event.